Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. B87485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed left fallopian tube not fully occluded 6 months after essure insertion". The patient's medical history included complication of delivery in 2014, cerebral ischemia (right posterior parietal and right occipital) in (B)(6) 2014, seizure in (B)(6) 2014, posterior reversible encephalopathy syndrome (early eclampsia) in (B)(6) 2014, pre-eclampsia in (B)(6) 2014, caesarean section on (B)(6) 2014, gravida ii and parity 2 ((B)(6) 2010, (B)(6) 2014). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced irritability ("hormonal changes describe:irritability"), migraine ("migraines / headaches") and headache ("migraines/ headaches") and was found to have hormone level abnormal ("hormonal changes describe: "). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced pain ("waist pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, belly pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), nervousness ("hormonal changes describe: nervousness"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), vision blurred ("vision/eye problems: blurry vision"), eye disorder ("vision/eye problems") and pelvic pain ("pain lower belly pelvis"). Essure treatment was not changed. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, alopecia, nervousness, irritability, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, nausea, tooth disorder, fatigue, weight increased, pain, abdominal pain upper, vision blurred, eye disorder, headache, hormone level abnormal, female sexual dysfunction and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, nausea, nervousness, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left fallopian tube was not fully occluded. Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received lot number was added. Events " pelvic pain was added and vision impairment was updated as vision blurred. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. B87485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed left fallopian tube not fully occluded 6 months after essure insertion". The patient's medical history included complication of delivery in 2014, cerebral ischemia (right posterior parietal and right occipital) in (B)(6) 2014, seizure in (B)(6) 2014, posterior reversible encephalopathy syndrome (early eclampsia) in (B)(6) 2014, pre-eclampsia in (B)(6) 2014, caesarean section on (B)(6) 2014, gravida ii and parity 2 ((B)(6) 2010, (B)(6) 2014). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced irritability ("hormonal changes describe:irritability"), migraine ("migraines / headaches") and headache ("migraines/ headaches") and was found to have hormone level abnormal ("hormonal changes describe: "). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced pain ("waist pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, belly pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), nervousness ("hormonal changes describe: nervousness"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), vision blurred ("vision/eye problems: blurry vision"), eye disorder ("vision/eye problems") and pelvic pain ("pain lower belly pelvis"). Essure treatment was not changed. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, alopecia, nervousness, irritability, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, nausea, tooth disorder, fatigue, weight increased, pain, abdominal pain upper, vision blurred, eye disorder, headache, hormone level abnormal, female sexual dysfunction and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, migraine, nausea, nervousness, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (as per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left fallopian tube was not fully occluded. Lot number [ b87485 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.